Event description:
The customer reported the collimator cover falling off the machine and hitting a patient, which resulted in a bruise and cut to the patient's head. The cover fell off the machine with the gantry at approximately 10 degrees away from vertical. The initial report indicated that the patient would receive x-rays, although, after follow up with the customer, it was determined that no x-rays were necessary. No other doctor outside of the oncology department examined the patient.

Manufacturer narrative:
Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans). The site-visit revealed that the cover itself had no visible damages and the lock screw for the clamp/plunger has fastened. Testing during our root cause analysis showed it was possible to incorrectly install the cover, but still fasten the latch retaining screw. This made it possible for the cover to fall even with the latch retaining screw installed. Further testing shows that when the cover is installed correctly, it cannot fall. Even though the previous design was adequate when used properly, a more robust solution has been implemented to add a captive latching mechanism for current production units. This new latching mechanism will be retrofitted to the collimator cover from this incident and the device returned to operation. The patient's examination did not show evidence of a serious injury from the collision and the patient continued with the radiotherapy treatment. In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and diagnostic testing was resulted. No additional follow-up to this MDR is expected.